Event description:
A peritoneal dialysis (pd) patient reported an air detected in cassette warning during fill 2 of 4. The warning occurred 3-4 times. Patient called technical services who helped cancel the treatment. When the patient removed the cassette there was fluid in the pump module area and on the exterior of the cassette. The patient also noted a white substance in the drain line. In a follow up, the patient verified the leak event. The patient said there was no harm, adverse event or intervention due to the leak. The patient is still using the same cycler with no issues.

Manufacturer narrative:
Correction: g.2. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported an air detected in cassette warning during fill 2 of 4. The warning occurred 3-4 times. Patient called technical services who helped cancel the treatment. When the patient removed the cassette there was fluid in the pump module area and on the exterior of the cassette. The patient also noted a white substance in the drain line. In a follow up, the patient verified the leak event. The patient said there was no harm, adverse event or intervention due to the leak. The patient is still using the same cycler with no issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9,h.3. Plant investigation: the cycler was found to have insect infestation, the cycler will be quarantined and an investigation cannot be performed.

Event description:
A peritoneal dialysis (pd) patient reported an air detected in cassette warning during fill 2 of 4. The warning occurred 3-4 times. Patient called technical services who helped cancel the treatment. When the patient removed the cassette there was fluid in the pump module area and on the exterior of the cassette. The patient also noted a white substance in the drain line. In a follow up, the patient verified the leak event. The patient said there was no harm, adverse event or intervention due to the leak. The patient is still using the same cycler with no issues.